Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash on her back described as red and bumpy. The patient's doctor prescribed hydrocortisone cream. The patient reported that the irritation returns when the lifevest is placed back on and that the garments were too tight. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.